Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an automated impella controller (aic) placement signal issue. The hospital received a transfer patient already on impella cp. When staff completed aic to aic swap to (B)(6), the placement signal and lv waveforms were drastically higher than the previous aic¿s. The staff retrieved a different aic and performed another aic-to-aic swap, and these numbers were back to baseline. For this reason, local biomed is requesting (B)(6) be evaluated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.